Manufacturer narrative:
Section a2, a4, a5: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient involvement. Section d6b: if explanted, give date: not applicable, as there was no patient involvement. Section e1: telephone (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was defective. There was no patient contact. No further information is available.